Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Return unrepaired. Bezel assy- damage - unspecified. There was no patient involvement. (B)(4). Npi not confirmed. Unit received unexpectedly. Ups tracking # (B)(4). Please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer. *shipping label matches sap ownership. *unaffected by current recalls. (B)(4). Unit being returned unrepaired - email sent to confirm information to create/update RMA for repairs but we did not receive a response from the customer. (B)(4).